Event description:
It was reported that non-identifiable fetal strip data and documentation from one patient record was duplicated in the chart of another patient. There was no report of patient impact or adverse patient outcome.

Manufacturer narrative:
During a pfils verify, data being written to the intended patient's (patient a) primary file wrote the same data to the incorrect backup file (patient b).